Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to poor performance with device use and improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.